Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. Visual inspection revealed the peep tubing of the pneumatic block was disconnected. The tubing was reconnected to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.